Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00070.

Event description:
It was reported that a screw was found broken and a closure top had loosened around 8 months post-op. A revision surgery is planned to address these implants, but has not yet occurred. An interbody spacer was not used during the initial procedure. This is report two of two for this event.

Manufacturer narrative:
The returned closure tops were evaluated. By reviewing the provided photo of the x-ray and the closure tops themselves, it was determined that two closure tops migrated post-operatively instead of just one as reported. The witness marks on the bottom of the closure top suggest that the closure top was used to reduce the rod into the tulip of the pedicle screw, which may have prevented the closure top from fully locking into place and allowed it to migrate since it wasn't fully locked. The labeling was reviewed and it instructs the user to fully reduce the rod into the tulip using a variety of instruments prior to final tightening the closure top in place. The manufacturing records were unable to be reviewed since the lot number is not known. Also reference 3012447612-2018-00327.